Event description:
Volun 08/17/2009: I was advised by my orthopaedist that I needed a total right hip replacement so that I could enjoy a more active lifestyle. Immediately after the surgery, I started having pain that intensified until I was confirmed to my bed for almost a year. I admitted myself to the hospital after numerous referrals from one specialist to another. The type of x-ray taken at the hospital showed that the hip components were grossly loose. A revision surgery was performed and the next morning I was up and walking. However, the period of inactivity that I suffered prior to the revision surgery has weakened my lower body, and I now use a motorized scooter.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.